Event description:
During an attempt to advance a coronary stent with delivery system to the target lesion site in the patient's right coronary artery, difficulty was reported secondary to tortuosity and acute vessel angles. In response, the sheath was prematurely retracted to obtain a lower device profile. Subsequently, the stent became dislodged from the balloon catheter and embolized within the coronary vasculature. Subsequently, the patient was sent for coronary artery bypass graft surgery. There wre no additional complications reported relative to this event.